Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging an error 2 strip issue with her onetouch ultramini enhanced meter and onetouch ultra test strips. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the patient was contacted with follow-up questions. The patient, who is currently in (B)(6), indicated that before she left (B)(6) she had obtained 100 onetouch ultra test strips. She reported that on (B)(6) 2016 she noticed that for all the test strips, the ¿test strips channel is dark and looks contaminated¿. She indicated that when she attempted to test her blood glucose (bg) levels, she kept getting error 2 messages. The patient manages her diabetes with insulin which she self-adjusts. She reported that she did not know her bg levels, and, as a result, guessed the amount of insulin to administer. She reported that over the weekend of (B)(6), one hour after breakfast, between 9 and 9:30am, she developed symptoms of ¿shakiness and felt like passing out¿ which she associated with a low blood sugar excursion. She also reported that she felt ¿very hot¿ but did not know if this was because of the weather/high temperature or her condition. She indicated that her husband gave her orange juice and sugar and she felt better after about 10 minutes. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The patient described the correct testing steps and confirmed she was using the correct test strips. When the power button was pressed, the error 2 message did not occur. The csr walked the patient through a retest but the alleged issue could not be resolved. As the patient was in costa rica, she was advised to purchase a new meter and test strips and the cost would be reimbursed by lfs upon her return to canada. The products involved in the complaint have been requested back for investigation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.